Event description:
The customer called about her elite meters and said they were all giving crazy results. She did not have a check strip or any test strips. She stated that this meter was giving strange numbers sometimes. The numbers were like percentages. Customer service had the customer press the button and the memory showed 10.1mmol/l the customer was able to set the meter back to mg/dl with help. The customer explained that she was insulin dependent on a sliding scale. She was making adjustments based on her readings. Customer service was sending a check strip, control solution, and a sample of strips.